Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. No abnormalities were identified during visual inspection and a simulated therapy was performed successfully. The cause of the iipv event was determined to be an inappropriate bypass of a low drain volume (ldv) alarm. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a ldv alarm. The guide warns that bypassing a ldv alarm when there is still fluid left in the peritoneal cavity can result in an iipv situation. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:34:52. During night drain cycle four, the patient's ultrafiltration reading was 1652ml, indicating the home patient (hp) drained 1652ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.